Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this right atrial (ra) lead was repositioned a few times due to high threshold measurements. When an acceptable position was identified, the ra lead was connected to the device. However, high out of range impedance measurements were observed. The connection was verified, but the high impedance measurements remained. The ra lead was tested through the pacing system analyzer and loss of capture was noted. As a result, the decision was made to remove the ra lead. Attempts to remove the lead were unsuccessful as the helix would not retract. As a result, the ra lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information received noted that this patient as booked for an ra lead repositioning. The ra lead was explanted and will be returned. No additional adverse patient effects were reported.